Event description:
The nurse reported that they heard a pop and then the system shut down. The system was powered up and then the screen had lines and distortion. Additional information received from the nurse stated the pt was blocked and in the operating room at the time. The pt was taken to the holding area. Another system was retrieved from a different building. There was a three hour delay. The case was then completed as planned. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system. An intermittent system message was noted. The host module was replaced and sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).